Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up on (B)(6) 2013 it was noted that the left ventricular lead impedance was low in in (B)(6) 2013. During follow-up, high impedance was noted.